Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint sample was evaluated and the reported event was confirmed. The returned product was identified to be fractured at the tip with the fractured piece not returned for evaluation. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inserter connector threads were identified to be fractured during a warehouse inspection. No adverse events were reported as a result of this malfunction.